Event description:
Impedances were greater than 10,000 ohms. The patient was charging more than expected. The outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).